Manufacturer narrative:
Case-(B)(4). D3: manufacturer name, city and state updated. G1: manufacturing site name and address updated.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a thr surgery, a trial femoral head 40 s/+0 broke outside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H6: the associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. A visual inspection of the returned device confirmed the stated failure mode. The tab in the interior of the device is fractured, rendering the device inoperable. The device shows signs of extensive use. A review of complaint history revealed 8 similar events for the listed part number. No adverse trend was found for this event. Device specific batch information was not available. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.